Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the transfer set was disconnected. On an unknown date the patient took the minicap off the transfer set and used a 2x2 gauze and alcavis to clean the transfer set without the minicap on it. The patient was not hospitalized for the peritonitis. The same day as onset, the patient was treated with ancef and ceftazidime daily for thirteen days (dose and route not reported) for the event. At the time of this report, the patient had recovered from the peritonitis event and had been retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.